Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, unable to use a 5f mynx control vascular closure device (vcd) because button #1 is not pressed. Hemostasis was achieved with manual compression. There was no reported patient injury. The procedure the device was being used in was a transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but were not provided. The device will be returned for analysis.